Event description:
Reportedly, during the follow-up performed on (B)(6) 2017 for an asymptomatic patient implanted with the subject pacemaker, atrial noise was detected when moving the arms. Ventricular noise was not observed at that moment. Sensing in both channels was in unipolar, and later reprogrammed to bipolar. Three types of noise were reportedly detected: oversensing typical of myopotentials; oversensing which could be associated to external electromagnetic interferences (emi): regular and identical signals at 8 hz; saturated signals in both channels. The physician suspects a breakage of the atrial lead, because the atrial impedance was fluctuating since the end of (B)(6) 2017. However, this type of oversensing appears in both channels but the ventricular impedance is normal. Preliminary analysis showed that an atrial lead issue or a lead-pacemaker connection issue at atrial level is suspected. Moreover, the origin of the simultaneous non-physiological signals observed in both atrial and ventricular channels is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. At this stage, strong electro magnetic interference (emi) from unknown origin cannot be excluded. Recommendations were provided on 4 may 2017 to check the functioning/integrity of the pacing system. Reportedly, the patient had a stroke (not device-related) and is in critical condition. Therefore, the re-intervention was postponed.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017 for an asymptomatic patient implanted with the subject pacemaker, atrial noise was detected when moving the arms. Ventricular noise was not observed at that moment. Sensing in both channels was in unipolar, and later reprogrammed to bipolar. Three types of noise were reportedly detected: oversensing typical of myopotentials; oversensing which could be associated to external electromagnetic interferences (emi): regular and identical signals at 8 hz; saturated signals in both channels. The physician suspects a breakage of the atrial lead, because the atrial impedance was fluctuating since the end of (B)(6) 2017. However, this type of oversensing appears in both channels but the ventricular impedance is normal. Preliminary analysis showed that an atrial lead issue or a lead-pacemaker connection issue at atrial level is suspected. Moreover, the origin of the simultaneous non-physiological signals observed in both atrial and ventricular channels is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. At this stage, strong electro magnetic interference (emi) from unknown origin cannot be excluded. Recommendations were provided on 4 may 2017 to check the functioning/integrity of the pacing system. Reportedly, the patient had a stroke (not device-related) and is in critical condition. Therefore, the re-intervention was postponed.